Manufacturer narrative:
The endocrinologist from (B)(6) hospital, made a request regarding the use of stimulan rapid cure with abx in pharmacology/pharmacokinetics and hypercalcaemia. Contact details for the on call surgeon consultant, were provided. The endocrinologist is based at the (B)(6) hospital centre, surgery was performed at (B)(6) medical centre, the patient developed hypercalcaemia after surgery and was transferred to (B)(6) hospital. The endocrinologist was consulted for a patient's hypercalcaemia. The implant was explanted . Confirmation was received from the endocrinologist that the hypercalcaemia had resolved. Surgery details, total joint reconstruction. Although the customer has been contacted on a number of occasions since, regarding case details and patient status, no response has been received and there is limited data available regarding the case. Although it has not been confirmed if the patient had renal instability prior to the case, stimulan rapid cure is contraindicated for use in renal compromised patients. Where antibiotic is locally administered following tissue debridement at infected surgical sites, caution should be exercised in the administration of the antibiotic dosing regime with particular attention to total antibiotic load, the patients' co-morbidities and administration of any nephrotoxic agents. The quantities and type of antibiotics used have not been confirmed. Some antibiotics are clinically known to be nephrotoxic which may have contributed to the patient's condition. Corrective action: the stimulan rapid cure was removed from the patient. Preventative action: a patients' medical history, physical and nutritional status, clinical condition and co-morbidities should all be carefully assessed and taken into consideration when planning an antibiotic regime.

Event description:
Patient presented with hypercalcaemia, post op.